Manufacturer narrative:
The pump passed displacement test, rewind, and basic occlusion test. The pump was received with stuck motor error alarm loop during bolus delivery and e70 alarm confirm in alarm history screen. The motor may have had an intermittent failure not detected during our testing. The motor was tested outside the device and passed. The pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for motor position encoder error and motor error. The customer's blood glucose level was reported to be 145.8mg/dl. It was reported that the pump would be replaced and returned for analysis.